Manufacturer narrative:
(B)(4).

Event description:
It was reported that several attempts for merlin.net transmission were unsuccessful. Device could not be interrogated when the patient was called for in-clinic visit. Premature battery depletion was suspected. Patient declined for recommended device replacement. Patient will be scheduled for device explant. Patient's condition was fine.